Event description:
It was reported through ilet experience study that the ilet pump¿s reservoir developed a hairline crack that was not noticed until after use, consistent with a device fracture of the reservoir component. Investigation of this case revealed a stress-related problem consistent with a component failure localized to the reservoir with fracture noted. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding event impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.